Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture did not catch was confirmed. Inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the link was pulled from the swage end of the posterior cuff during the needle plunger retraction. Link pull would have resulted in a failure to retrieve the suture as reported. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unknown vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the suture did not catch. A second proglide device was used and reportedly it "pulled out of vessel." The method of achieving hemostasis was unspecified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.